Event description:
It was reported that an angio-seal was selected for use and deployed via the left femoral artery. The following day, a pseudoaneurysm was detected and was resolved by manual compression. The pt was reported to be doing well. The pt was taking prescribed medications plavix and aspirin (dosages unk).

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.